Manufacturer narrative:
H.3., h.6.: the actual complaint product was not returned for evaluation. A trend related investigation was performed; no trend could be identified. The device history record for this lot have been reviewed and found to be in compliance. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Event description:
As initial information received from the consumer's mother indicated that the lens caused her daughter's fungal infection, necessitating a transplant. The event occurred while the lens was in use. At the time of this report, the consumer's symptoms are ongoing. Additional information has been requested but has not yet been received.

Manufacturer narrative:
H.6.: the complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).